Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned. There is no indication of any device malfunction. Evaluation method: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A zoll distributor reported that a (B)(6) year old male pt called in on (B)(6) 2015 because he broke out in little spots under the back therapy electrode pads. The pt's wife states the skin looks like it peeled off. It is very itchy and the pt scratches it a lot. The pt's wife says the spots are the size of a dime, the skin is red and open sores. The pt's wife states he sweats a lot and they have been changing the garments once a week. The pt's wife also hang dries he garments. During a follow up on (B)(6) 2015, the pt's wife stated the itchiness has stopped and the pt's skin is not as red as it was in the beginning. The pt saw his doctor and doctor said it could be some irritation but pt was not given any prescription for it. The pt's wife stated he bathed more often. The clinical outcome of the rash is unk. There is no indication of any device malfunction.